Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Based on the sample evaluation (drainage bag), no leakage or damage observed on the returned drainage bag. However, the leakage of catheter could not be confirmed since there is no catheter was returned. Further functional testing could not be performed if catheter was not returned. Therefore, the reported event is inconclusive due to poor sample condition. Pfmea ra87p002 rev. 19 (rubberize dipping process) was reviewed for this investigation. The reported event is addressed in step/item #4 . A potential root cause for this failure mode could be, insufficient latex strength, low/non uniform rubberized thickness etc causing torn rubberize. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from unknown part of the foley catheter. Per follow up information received via ibc on (B)(6) 2025, stated that the source of the leak is unknown, but urine is not collecting in the urine collection bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from unknown part of the foley catheter. Per follow up information received via ibc on 27may2025, stated that the source of the leak is unknown, but urine is not collecting in the urine collection bag.